Event description:
It was reported that the system was explanted because it could not convert an arrhythmia. The patient recently had a treated episode that was a polymorphic ventricular tachycardia and ventricular fibrillation. Two out of three shocks failed to convert the arrhythmia. The shock impedance was 100 ohms. The doctor brought the patient in for defibrillation testing. After the induction, there was some noise. They had to use a combination of external and device commanded shocks to convert the induced arrhythmia. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.